Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch form received noted that the right ventricular lead displayed post-paced t-wave oversensing (pptwos), crosstalk, and inappropriate sensing. Further information was not given and patient status was not provided.